Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history report (DHR) was reviewed and no nonconformities were found that would have led to the reported complaint.

Event description:
The event occurred on an unspecified date and involved a tego® connector where it was reported over 4 months the customer has experienced issues. The problem of the tego was with air leaking in the dialysis tubes. There were no cuts, holes, or defects noted on the tego device. There was patient involvement, but no patient harm noted.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned; however, it has not been received. Without the returned device, a probable cause is unable to be determined.

Manufacturer narrative:
D9 - date returned to mfg: 5/16/2025. Received one (1) used d1000 tego connector for inspection. Blood residuals were observed in the seal as received. The tego was leak tested per product specifications. There was no leakage. The tego was disassembled and a hole was found in the seal. The damage was small and round, typical of a blunt cannula. The reported complaint of leakage can be confirmed. The probable cause is due to access with a blunt cannula. The dfu states: do not use needles, blunt cannulas, or luer caps on tego. The device history review (DHR) was reviewed, and no nonconformities were found that would have led to the reported complaint.